Event description:
Promus premier china registry. It was reported that acute non-st-segment elevation myocardial infarction occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to mid lad with 99% stenosis and was 36 mm long, with a reference vessel diameter of 2.75mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin, clopidogrel and ticagrelor. In (B)(6) 2019, the staged procedure was performed. The target lesion 1 for staged procedure was located in the proximal right coronary artery (rca )extending up to mid rca with 90% stenosis and was 54 mm long, with a reference vessel diameter of 3.50mm. The target lesion 1 for staged procedure was treated with pre-dilatation and placement of a 3.50 mm x 28 mm and was overlapped with 3.00 mm x 28 mm promus premier stent systems. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin, clopidogrel and ticagrelor. In (B)(6) 2020, the subject was diagnosed with acute non-st-segment elevation myocardial infarction (mi) and hospitalized on same day for further evaluation and treatment. Coronary angiography along with percutaneous transluminal coronary angioplasty (ptca) was performed to treat the event. Five days later, the event was considered to be recovered/resolved, and subject was discharged on the same day. It was further reported that in (B)(6) 2019, the baseline cardiac enzymes were noted to be ck-total: 122 iu/l (standard reference range- 190 iu/l), ck-mb: 3.77 ng/ml (standard reference range- 5 ng/ml), troponin: 0.258 ng/ml (standard reference range- 0.04 ng/ml). In (B)(6) 2020, during follow-up period, the subject presented with angina. Electrocardiogram (ECG) revealed a non-q wave mi. Location of mi was identified as anterior. The diagnosis was based on symptoms, biomarker elevation, angiography and ECG changes. Cardiac enzymes were noted to be elevated consistent with protocol definition of mi. Peak ck mb= 28.17 ng/ml (standard reference range-5 ng/ml), peak troponin = 12.015 ng/ml (standard reference range-0.04 ng/ml). On the following day, 90% stenosis noted in proximal lad to mid lad was treated with percutaneous coronary intervention (pci) with 20% residual stenosis (target vessel revascularization-tvr). The interventional rationale was angina, symptoms of ischemia, elevated cardiac enzymes, new ECG changes and angiographic finding without symptoms or objective signs of ischemia.

Event description:
(B)(6) registry. It was reported that acute non-st-segment elevation myocardial infarction occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to mid lad with 99% stenosis and was 36 mm long, with a reference vessel diameter of 2.75mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin, clopidogrel and ticagrelor. In (B)(6) 2019, the staged procedure was performed. The target lesion 1 for staged procedure was located in the proximal right coronary artery (rca )extending up to mid rca with 90% stenosis and was 54 mm long, with a reference vessel diameter of 3.50mm. The target lesion 1 for staged procedure was treated with pre-dilatation and placement of a 3.50 mm x 28 mm and was overlapped with 3.00 mm x 28 mm promus premier stent systems. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin, clopidogrel and ticagrelor. In (B)(6) 2020, the subject was diagnosed with acute non-st-segment elevation myocardial infarction and hospitalized on same day for further evaluation and treatment. Coronary angiography along with percutaneous transluminal coronary angioplasty (ptca) was performed to treat the event. Five days later, the event was considered to be recovered/resolved, and subject was discharged on the same day.

Event description:
Promus premier china registry. It was reported that acute non-st-segment elevation myocardial infarction occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to mid lad with 99% stenosis and was 36 mm long, with a reference vessel diameter of 2.75mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin, clopidogrel and ticagrelor. In (B)(6) 2019, the staged procedure was performed. The target lesion 1 for staged procedure was located in the proximal right coronary artery (rca )extending up to mid rca with 90% stenosis and was 54 mm long, with a reference vessel diameter of 3.50mm. The target lesion 1 for staged procedure was treated with pre-dilatation and placement of a 3.50 mm x 28 mm and was overlapped with 3.00 mm x 28 mm promus premier stent systems. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin, clopidogrel and ticagrelor. In (B)(6) 2020, the subject was diagnosed with acute non-st-segment elevation myocardial infarction and hospitalized on same day for further evaluation and treatment. Coronary angiography along with percutaneous transluminal coronary angioplasty (ptca) was performed to treat the event. Five days later, the event was considered to be recovered/resolved, and subject was discharged on the same day. It was further reported that in (B)(6) 2019, the baseline cardiac enzymes were noted to be ck-total: 122 iu/l (standard reference range- 190 iu/l), ck-mb: 3.77 ng/ml (standard reference range- 5 ng/ml), troponin: 0.258 ng/ml (standard reference range- 0.04 ng/ml). In (B)(6) 2020, during follow-up period, the subject presented with angina. Electrocardiogram (ECG) revealed a non-q wave mi. Location of mi was identified as anterior. The diagnosis was based on symptoms, biomarker elevation, angiography and ECG changes. Cardiac enzymes were noted to be elevated consistent with protocol definition of mi. Peak ck mb= 28.17 ng/ml (standard reference range-5 ng/ml), peak troponin = 12.015 ng/ml (standard reference range-0.04 ng/ml). On the following day, 90% stenosis noted in proximal lad to mid lad was treated with percutaneous coronary intervention (pci) with 20% residual stenosis (target vessel revascularization-tvr). The interventional rationale was angina, symptoms of ischemia, elevated cardiac enzymes, new ECG changes and angiographic finding without symptoms or objective signs of ischemia. It was further reported that in (B)(6) 2019, the subject presented with myocardial infarction. Also, the staged procedure was not performed for the subject in (B)(6) 2019.